Event description:
It was reported that the patient experienced prolonged hyperglycemia with a highest continuous glucose monitor (cgm) value of 400 while using the ilet system with a cartridge and infusion set, following an occlusion alarm that occurred after a meal. The patient inadvertently slept through the alarm, insulin delivery was interrupted, and the patient later resumed therapy and completed a supply change with guidance. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of effect due to interrupted insulin delivery, and insufficient information about any specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.